Event description:
It was reported that during a routine device check, suspected myopotential oversensing was observed. Patient was asymptomatic. Review of the stored egm confirmed the oversensing. Programming changes were made and resolved the oversensing. Patient was fine.